Event description:
It was reported that during a supply change the inset 23" 6 mm infusion set cannula dislodged from the inserter when the needle guard was removed, and the user received troubleshooting and education to complete a full supply change and resume insulin delivery; a replacement infusion set was arranged. No reported symptoms or reported changes in blood glucose. Outcomes included no adverse health impact and no alerts or alarms. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed an infusion set deployment issue consistent with an insertion malfunction of the infusion set component. It was concluded, based on previously established findings for similar reports, that user handling during insertion was the most likely cause.